Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. The device was received for evaluation and the event was confirmed. The device was found to be affected by corrosion. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event, in which the device had rust coming from the tip. There was no patient involvement; no patient impact.